Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint, but still replaced the vio integrated electrosurgical generator unit (iesu) for the customer. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The unit was returned for failure analysis but the reported failure could not be reproduced. The unit was placed on an in-house system. The unit energized and cauterized all ports and recognized instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were multiple m-0b errors on the erbe generator. The distributor's technical service manager confirmed issue was isolated to erbe only and user decided to use external energy device to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality checked upon powering on the system, and it powered on without errors. The procedure was delayed by 10 minutes, there was no harm/injury to the patient.